Event description:
It was reported by remote transmission the ventricular lead has chronically high impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator 2005 (B)(6). (B)(4).